Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood level was 117 mg/dl.